Event description:
It was reported that a sheath fracture occurred and was removed by snaring. The target lesion was 80% stenosed. A 1.50mm rotablator rotalink plus was selected for use. During the procedure, it was noted that the plastic sheath was fractured. The device was removed by snaring. The procedure was completed with the original device. No further patient complications reported.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that a sheath fracture occurred and was removed by snaring. The target lesion was 80% stenosed. A 1.50mm rotablator rotalink plus was selected for use. During the procedure, it was noted that the plastic sheath was fractured. The device was removed by snaring. The procedure was completed with the original device. No further patient complications reported. It was further reported that the procedure was completed with another of the same device.